Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during basal delivery. The customer's blood glucose (bg) level was 134mg/dl. System check was performed and the infusion set tubing was found to be operating as expected. The customer declined to remove the infusion set site because they feel that this is a pump issue since their bg levels are stable and not affected by the occlusion alarm. The customer stated they would resume insulin delivery and call back in any further assistance is required.